Manufacturer narrative:
The user was contacted to receive more information nd investigation material, e.g., x-ray images, surgery report, complaint sample, without response. Based on the information we received, a detailed investigation is not possible in this case. (B)(4).

Event description:
On (B)(6) 2013: allegedly revised due to unknown reasons. Originally believed to be subluxation but after the revision surgery, believed to have had issues with the stem. Patient is a very active rancher/farmer. On (B)(6) 2013: allegedly the neck segment became unlocked and rotated.